Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to instability revision njr number: (B)(4); side: r ; primary asa: p1 - fit and healthy.